Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected no delivery alarm. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, scratches on the display window and broken reservoir tube lip. The insulin pump was missing the end cap sticker and the reservoir tube lip o-ring. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 510 mg/dl. Customer advised that a piece of the insulin pump had been broken and the device did not function properly. Customer received no delivery alarm and the reservoir did not lock into place properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.